Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high readings issue with a customer's adc freestyle libre. On (B)(6) 2019 the customer received the following readings comparisons of sensor scan to built-in meter: 180 mg/dl via sensor vs 153 mg/dl via built-in at 07:38, and 281 mg/dl via sensor vs 199 mg/dl via built-in at 10:12. The mother injected the customer with insulin in response to these readings, which led to a "hypoglycemic state". The customer was "feeling weak", so the mother administered water with sugar to the customer at 13:58. A sensor scan reading of 84 mg/dl was received vs a built-in meter reading of 59 mg/dl at 13:59. There was no report of further treatment or intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver reported a high readings issue with a customer's adc freestyle libre. On (B)(6) 2019 the customer received the following readings comparisons of sensor scan to built-in meter: 180 mg/dl via sensor vs 153 mg/dl via built-in at 07:38, and 281 mg/dl via sensor vs 199 mg/dl via built-in at 10:12. The mother injected the customer with insulin in response to these readings, which led to a "hypoglycemic state". The customer was "feeling weak", so the mother administered water with sugar to the customer at 13:58. A sensor scan reading of 84 mg/dl was received vs a built-in meter reading of 59 mg/dl at 13:59. There was no report of further treatment or intervention. There was no report of death or permanent impairment associated with this event.